Event description:
The customer received a questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample. The initial result from a plasma sample was 0.498 ng/ml and was reported outside the laboratory as 0.50 ng/ml. The doctor questioned the result as the patient had undetectable levels of total psa since 2011. The plasma sample was mixed, recentrifuged and then retested with a result of 0.007 ng/ml. The plasma sample was repeated on another cobas e411 analyzer and the result was 0.007 ng/ml with a data flag. A serum sample was drawn from the patient and tested on the original cobas e411 analyzer and the result was 0.007 ng/ml with a data flag. The repeat result was believed to be correct and was reported as <0.03 ng/ml. There was no treatment change or injury to the patient and the patient was sent home. The total psa reagent lot number was 17562601 with an expiration date of 03/31/2015. The field service representative was unable to determine a cause. He checked the s/r probe alignment, checked the sensor voltages, checked the syringes and found no problem with the analyzer. Instrument testing was performed and checks were in accordance with specifications. The calibration and qc was within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Review of the provided qc data did not indicate a general reagent issue. The provided calibration data found low signal levels for calibrator 2. It was recommended to the customer to check the age and number of cycles performed on the measuring cell. In addition, the customer was advised to check the system for any dirt on the gripper or pipettor, and to check pre-analytical sample handling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.